Event description:
The customer reported the bacteria in the instrument channel of the subject device exceeded the standard. The reported issue was observed while reprocessing the subject device. There was no patient or user injury reported due to the event. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The customer¿s microbiological testing results were requested but were not provided.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is in process. During inspection and testing, service found the instrument channel was scratched with warped skin. The customer provided their cleaning, disinfecting, and sterilization processes, stating the scope was last cleaned, disinfected, and sterilized on (B)(6) 2022. An automatic cleaning device is used for cleaning and disinfection. Alcohol is perfused after disinfection. The scopes are manually cleaned using enzyme solution detergent, and o-benzene disinfectant. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, olympus could not perform third-party culture testing. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.